Event description:
It was reported that an ilet user experienced fluctuating blood glucose with recurrent highs and lows, and review of reports indicated highs were being overtreated, leading to subsequent hypoglycemia and rebound hyperglycemia; troubleshooting and education were provided, additional training was assigned, and oral glucose was used to treat lows. Symptoms included episodes of low glucose with a blood glucose level of 39 mg/dl and high glucose with a blood glucose level of 333 mg/dl. Outcomes included transient hypoglycemia and hyperglycemia without hospitalization. Investigation included troubleshooting with the user and assignment for additional training. Investigation of this case revealed the cause of both hypoglycemia and hyperglycemia was unclear, with user overcorrection behavior contributing to variability. It was concluded that the event involved user overcorrection with an unclear underlying cause for the glycemic excursions. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.